Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons at this time. A new lead was successfully implanted. The implantable cardioverter defibrillator (ICD) this lead was connected to was also explanted and replaced. Further information has been requested from the field to determine the cause of the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons at this time. A new lead was successfully implanted. The implantable cardioverter defibrillator (ICD) this lead was connected to was also explanted and replaced. Further information has been requested from the field to determine the cause of the lead revision. No additional adverse patient effects were reported. Attempts to obtain additional pertinent information were unsuccessful. Additional information was received that this lead was surgically abandoned due to a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.